Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo® 90 infusion set was ripped out at the insertion site. The event occurred while the patient outside of her home. The patient's blood glucose was reported at 179mg/dl. A new infusion set was inserted after it was observed that the site had fallen off. No permanent injury was reported.